Manufacturer narrative:
The returned device was evaluated. During evaluation, the cable failed visual inspection. The cable was found damaged at the female socket. The device also failed functional testing. The damaged cable socket caused an intermittent connection. A "sensor malf" error message displayed and all alerts and alarms functioned properly when the cable went into an open connection.

Event description:
It was reported that at a given moment, the spo2 reading would fail after 12 hours of measurement. The nurse reported a gap of almost 30 minutes in the spo2 trend. It was noted that when she controlled the patient, he was not moving. The nurse disconnected and reconnected the sensor and cable; however, there were no values displayed. While observing the sensor, the emitter and detector were aligned properly. The red light was emitting on a continuous base. There is no report of any patient impact or consequence as a result of the issue.